Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the events. The cause of sepsis and peritonitis was not reported. Treatment for the events was not reported. The patient's outcome of the peritonitis event is unknown. No additional information is available. This is report 1 of 1.

Manufacturer narrative:
(B)(4). Additional information: the onset date of the peritonitis is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895227 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.